Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n076790018, implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Event description:
It was reported that the patient was in the intensive-care unit (ICU) with ¿urosepsis¿. The physician on service lowered the pump daily dose by 20% to rule out the baclofen having any effect on the patient¿s blood pressure, though the patient¿s response to the change wasn¿t reported. The patient had also presented with altered mental status and a fever. The type of baclofen used in the pump was unknown. Nine days later, it was reported that the patient was still in the ICU, but his status was stable.